Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer's blood glucose value was unknown at the time of incident. Customer states that they received interrupt source error and after changing the battery got the another pump error. Customer mentioned that the insulin pump was reminded but piston was not working and the insulin pump was not delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, failed battery test, displayable history crc check failed on startup alarms or noted during testing.